Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2010 and replaced the canister.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a crack in the canister lid on the unicel dxc 600 pro synchron clinical system. The crack caused liquid waste to leak from the canister. No injury was reported.